Manufacturer narrative:
Occupation is lay user/patient. The customer's meter was returned for further investigation. The display shows no error during investigation, no missing or fainted segments. The circuit board shows no contamination that could temporarily lead to the complained error. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The patient stated that the display looks burnt, brown and discolored. A display test was preformed and segments were obscured by discoloration in the results field of the display. The display issue complained about could cause results to be misinterpreted.